Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, lead dislodgement issue was observed on the ra lead. A chest x-ray was not performed prior to the surgery however the x-ray fluoroscopy at the revision confirmed the position of the lead. The ra lead retracted and the lead was pushed further in with no issue. Lead was repositioned and remains implanted with no further issue. Patient is stable and recovering.